Event description:
Customer alleged to have purchased a contour meter in us and found meter was reading in mmol/l. No adverse event alleged. Meter is expected to be returned for investigation and replacement was sent to customer.